Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 9 days after the dental implant was installed in intraoral region 24#, its non- osseointegration was observed. Moreover, the patient presented bone type ii.